Manufacturer narrative:
The insulin pump had a blank display when received due to a corroded battery cap. The insulin pump passed all functional testing with a test battery cap. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 212 mg/dl. The wife of the customer reported receiving a variety of battery errors from the insulin pump. The customer reported a failed battery test on the insulin pump. The customer also reported a low battery alarm from the insulin pump. The customer further reported a weak battery alert from the insulin pump. The customer also reported a bad battery alarm from the insulin pump. Troubleshooting was done. It was reported that the customer was using a fresh battery but still received the abovementioned alarms on the insulin pump. The customer reported an unexpected restart by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.